Event description:
It was reported that during set up of an 840 ventilator when connected to alternate current (ac) source, the ventilator was not functioning on ac. The ventilator was not on a patient at the time of the event.